Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer blood glucose was in the 600 mg/dl range. Customer changed out supplies to address the alarms and blood glucose improved to 158 mg/dl.